Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. The hcp stated that with the pump running at 0.1ml/0.2ml/day that the pump would run slower with those low flow rates. The patient would start to feel icky and don't feel good when they would get closer to their refill date and the pump had less drug in it. The patient symptom onset was gradual. The hcp stated that microdosing could cause the flow rate to vary. There was confusion over flow rate per day and total reservoir volume. The hcp was supplied with a pump manual. The issue was resolved. The event date and patient information were unknown. Additional information has been requested but was not available at the time of this report.